Manufacturer narrative:
The lot number is not available, therefore, device history could not be reviewed and manufacturing date not determined. Initial information obtained indicates surgeon is unsure of patient's compliance with this conservative post op protocol. Revision surgery suggested that the suture failed under the clavicle possibly due to bone edge abrasion. However, since the implant was not returned for evaluation, this determination can not be verified.

Event description:
Acromioclavicular tightrope repair failed at three weeks. Revision surgery needed. The actual part number involved is unknown. The part number referenced is for reporting purposes only. No additional information is available. This device is used for treatment.